Event description:
The advocate stated that the customer's blood glucose was tested using 2 breeze meters. The first meter read 379 mg/dl, while the second meter read 149mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.